Manufacturer narrative:
Investigation: no samples (including photos) were returned as of 17 december 2019 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that the bd ultra fine¿ pen needle "squirted" "levimer" insulin from the side during the flow check. The following information was provided by the initial reporter: "finding pen needles squirting insulin/levimer out the side during flow check".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra fine¿ pen needle "squirted" "levimer" insulin from the side during the flow check. The following information was provided by the initial reporter: "finding pen needles squirting insulin/levimer out the side during flow check."